Manufacturer narrative:
(B)(4). This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this device was hospitalized for an unrelated reason. The local field representative was contacted to interrogate the device as it was suspected shocks had been delivered. Interrogation revealed no recent ventricular arrhythmias or therapy. However, non-sustained episodes were stored that showed oversensing of noise on the right ventricular (rv) lead that resulted in pauses in pacing for up to 2.6 seconds. The patient reported dizziness but no syncope. The lead measurements were within normal limits and noise could not be reproduced with isometrics or pocket manipulation. The physician was considering a lead revision, either to add a separate rate/sense lead or to replace the rv lead altogether. It was also noted the remaining longevity for the implanted implantable cardioverter defibrillator (ICD) was one year, so the lead could be revised at the device replacement. No adverse patient effects were reported. The field representative later confirmed the noise was able to be mitigated with a change to the rv sensitivity, so no invasive intervention was planned at this time. It was later reported that this rv lead was surgically abandoned and a new ICD system was implanted, due to the episodes of pacing inhibition. No additional adverse patient effects were reported.